Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection. Cultures were taken.  Antibiotic treatment were received by the patient. The implantable pulse generator (ipg) system was removed. No further patient complications have been reported as a result of this event.